Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead had an insulation failure as exhibited by impedances that were out of range of normal limits, as well as noise on electrograms. Inappropriate shock therapy had been delivered as a result of the noise. The boston scientific local area sales representative confirmed that there had been no adverse patient symptom associated with these clinical observations, beyond the surgical revision to surgically abandon the pace/sense portion of this rv lead and implant a new pacing lead. The local representative also noted that the patient had several co-morbidities not related to the heart condition.

Manufacturer narrative:
The patient elected to choose hospice. Pacing and shocking functions of the device were turned off. This investigation is considered closed.